Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the patient had an increase in seizure frequency. Review of x-rays did not reveal any obvious discontinuities in the ncp system. The patient is scheduled for ncp system replacement surgery as lead break is suspected.